Event description:
Following a medical intervention involving contraindicated medical equipments, the device was interrogated two days in 2009: high impedance (> 3000 ohms) was observed in both cavities with no sensing and no pacing. A hard reset of the device was attempted on the second day without restoring normal functioning of the pacemaker. Replacement of the device was recommended.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device implanted; however, it was determined to be not reportable. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.